Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient did not feel stimulation. It was noted that the change in therapy/symptoms had been sudden. The patient used her patient programmer and saw a call your doctor screen with por (power on reset). The por was informational. It was noted that the patient charged less than a week prior and usually the charge lasted for two weeks. The patient did not have any recent medical tests or electromagnetic interference exposure. The issue occurred on (B)(6) 2017 but the patient couldn't call the manufacturer that day. The patient had gone online and asked someone in a patient support group and they told her how to clear the por, but it didn't work. The steps to clear the por with the patient programmer were reviewed. The patient pressed the synchronize key and clearing the por was successful. The por was now cleared, the therapy screen came up, and the stimulator was now on. It was noted that therapy was adequate. Troubleshooting resolved the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.